Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was greater than 5 cm and the iliac and femoral arteries were reported to be small, calcified and tortuous. The pt had previously placed iliac stents. It was reported that after several dilatations with different size catheters, the delivery system was inserted and the stent graft was deployed; however, at the end of the procedure there was a femoral tear that was successfully repaired. Three weeks after the stent graft procedure, the pt returned with occlusion of the contralateral limb and poor outflow with an avi of 0.27 on the left lower extremity. An embolectomy procedure of the previously placed stent graft, femoral artery and the superficial femoral artery was performed. Completion angiography revealed no flow limiting stenosis and no trans-catheter gradient was noted. There was vessel runoff to the foot and the foot had excellent re-warming. The pt was sent to the recovery room in stable condition.